Event description:
It was reported that the patient experienced repeated syncopal episodes. During check-up, a one second pause was observed when rotating patient's left arm, the pause was thought to be caused by oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.